Event description:
Report rec'd indicated that a 18 months old male pt presenting with subdural effusions was implanted with the valve on november 13, 1996. The doctor reported a valve malfunction: the valve was explanted in april 1998, and replaced. At explantation, the valve's pressure was measured above 300 mmh20. Pt condition was reported as satisfactory.